Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display dim/fading/color spectrum issue with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the pump was returned and moisture was observed behind the display lens. Unable to duplicate the dim display complaint, the pump powered on to clear and legible display. A leak test failed due to a battery compartment leak. The pump was opened, and moisture was observed on the display screen and printed circuit board.